Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/15. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: a review of the pump black box data revealed no evidence of a short battery life. The battery cap was not returned and all testing was performed with a test battery cap. A ¿battery life¿ issue was not duplicated during investigation. Unrelated to the original complaint, the pump powered on with the test battery cap to a dim and discolored display. The battery compartment was observed to be cracked from the thread area to the case seal. The pump case was cracked in the upper and lower right hand corner of the display area. Currents draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.